Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited objective lens adhesive peeling there were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. It has been over four (4) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by physical stress from bumping the distal end of the scope or dropping the distal end, or chemical stress from the chemical solution used. The event can be prevented by following the instructions for use which state: "operation manual for ltf-190-10-3d chapter 3 : 3.7 inspection of the endoscopic system: inspection of the endoscopic image.". Olympus will continue to monitor field performance for this device.